Manufacturer narrative:
Mastergraft matrix, 20cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent posterolateral fusion at l4-l5 using 8cc rhbmp-2/acs due to spondylolisthesis and disc herniation. The estimated blood loss was 150cc, the or time was 120 minutes, the length of the hospital stay was 72 hours and the patient returned to work 173 days post-op. 12 months post-operatively the patient presented with moderate muscle pain. The patient was last seen 19 months post-operatively; no additional complications were reported.